Event description:
It was reported that the patient had a breast biopsy in 2008, and a marker was deployed into the biopsy site. At about five days later, the patient contacted the facility, and informed the tech that she had a blister at the incision site. There was no additional information available.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.